Event description:
The pt was revised because of pain. Laxity on medial side, lateral release tried but could not get the new insert in. The femoral component was downsized.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported pain; however, provided info indicated pt ligament laxity was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.